Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a motor position encoder error. The customer¿s blood glucose level was 222 mg/dl mg/dl at the time of the incident. Customer called back to troubleshoot the issue, and noted they were getting more of these errors. During troubleshooting, customer disconnected from the device and noted the drive support cap was slightly indented. Customer was advised to discontinue use of the insulin pump, the customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to confirm motor position encoder error alarm and unable to perform any tests due to motor error alarm. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.